Event description:
The device was returned for service. It was reported that the device suddenly stopped and won't shut down. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event. Although requested, no additional contact information was available.